Event description:
During a cholecystectomy procedure, the handles of two devices split open even before being used on the patient. A third device was used to complete the case. No patient consequences.